Event description:
It was noted that the patient was feeling a pain in her neck near the vns that seemed to be related to stimulation but did not occur with every stimulation. Patient also had an increase in absence seizures, up to 8 per day. She had no increase in tonic clonic seizures. Patient was found to have high impedance and low output current. The device was disabled. X-rays were ordered but have not been reviewed by the manufacturer to date. It was noted that the medical professionals were unable to see anything relevant on the x-rays. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient & # 39;s lead and generator were replaced due to the high impedance. The explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.